Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while trying to install software updates, the system locked up. No pt involvement was reported.